Event description:
It was reported that hematoma occurred. A transcatheter aortic valve replacement (tavr) procedure was performed via right femoral arterial access with a 14f isleeve introducer sheath. Post-tavr procedure, a right femoral artery hematoma was observed. A drain was placed and 45cc of fluid was removed. Surgical intervention was required to mitigate the bleeding. Post-surgery, the patient was monitored and later discharged.